Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated it is unknown if the patient was compliant with charging the ipg prior to the inability of device to communicate with external devices.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. During the processing of this incident, attempts were made to obtain complete event details.

Event description:
It was reported the patient was without stimulation and was unable to communicate with external devices. Ipg was explanted and replaced which addressed the issue.